Manufacturer narrative:
Evaluation summary: the closurefast catheter was returned for evaluation. No ancillary devices, cine, images or procedure notes were received. Visual inspection of the catheter revealed no abnormalities or deformities. All pins of the catheter connector were straight. Visual inspection of the coil/heating element revealed fep damage resulting in the coil being exposed. There was no insulation present in this part of the coil. Resistance test: the catheter did not pass continuity and resistance functional testing: e+ to e-58.6 ohms (80ohms to 113ohms), tc+ to tc- 113.1 ohms (less than or equal to 250ohms), resistor 1 value 13.73kohms (13.43kohms to 13.97kohms), and resistor 2 value 8.08 kohms (7.90kohms to 8.22kohms). Functional test: the catheter did not pass rf generator functional testing on rfg2 or rfg3 generators. When the catheter was activated the cycle started and generated an advisory message of ¿advisory: impedance low. Replace device was generated". If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the closurefast catheter as per IFU. It was reported the generator displayed ¿broken catheter¿ message when the catheter was connected. Another closurefast was connected the screen displayed the same message ¿broken catheter¿. Another catheter was used with the same generator with no issues noted. No patient injury was reported.